Event description:
It was reported that during a lap appendectomy procedure, stud broke from handpiece into device. No patient consequence. Unknown how the case was completed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.